Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported that patient had excessive no delivery alarm. Customer's blood glucose was 438 mg/dl. The customer reported the alarm resolved by a complete set change. The customer was unable to troubleshoot because of changed set. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised to call helpline when the no delivery happen.